Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-11798, related manufacturer reference number: 2017865-2019-11800. It was reported that the right atrial (ra) and the left ventricular (lv) leads were pulled back. The ra lead was repositioned, and the lv lead was explanted. During implant of a new lv lead, the physician utilized incompatible insertion tool. The lead disengaged from the tool, became stuck and when interrogated exhibited high lead impedance. The new lv lead was also explanted and replaced. Patient was stable.